Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar serial (B)(4) we will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Repair: customer: alarm - error codes/messages: reviewed error log. There are no significant errors listed. Customer notes: "pressure sensor issues.": ran pfa/ppa/pda: no errors. Keypad: scratched: just bel "alaris" logo: replaced keypad assy. Front case: cracks: bot/ctr/edg; dents: bez/lt/@led window/lrg. Bot/2x: replaced front case. Noted 1 corroded insert in tdh. Replaced. Rear case: broken: internals exposed: bot/well. Cracks: lt&rt/fr/edg/multi/small; bot/rt/mid/scr, base/lt/fr/scr. Scratched: lt & rt sides: replaced rear case. Handle: cracked: rt@case/cnr, lt@fr/cnr. Replaced carry handle. Barrel clamp: cracked: replaced barrel clamp, seal, & bushing. Tube drive: twisted (rt): replaced drive tube, sleeve, & seal. Gripper/retainer: broken (rt), cracked (lt fr scr): replaced gripper- retainer, flange gripper, and gasket. Iui's: oxidized contacts: replaced both iui's. Module latch: worn actuator, leaf spring, cracked support: replaced. Incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, and 1 sensor flag leaf spring. Maintenance actions: calibration completed. P/m completed. Tamper seal: void: cut @ case seam. (B)(4).